Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2024 the patient called the doctor reporting swelling at the incision site. There was no report of drainage, redness, nor fever. On (B)(6) 2024 the patient went to emergency department where dehiscence of the incision site was noted. On (B)(6) 2024, the rns and ferrule were explanted. Treatment included IV cefixime. The patient was diagnosed with a superficial incisional dehiscence/infection.